Event description:
It was reported that insulin drops could not be seen at the end of the tubing during the load sequence. There was no reported impact to the customer's blood glucose level. The customer replaced the cartridge and resumed insulin therapy successfully.